Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. This was due to misuse of the device. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that during a cervical case, it was observed that the motor device displayed "an e6 error code (hand piece overheating)". As a result, there was a 5 to 10 minute delay to the surgical procedure. There was an identical spare device available for use. There was no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.